Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was not feeling well. The customer confirmed that she was not home alone; she was also asked if the event was blood glucose related but she wasn't sure. The customer stated that her blood glucose has always run high, typically exceed the 300 mg/dl and 400 mg/dl range even before she went on the insulin pump. The customer's medtronic representative was contacted in order to address her highs and to make adjustments to the customer's pump settings. The customer was advised to reach out to her medtronic representative and call the 24-hour helpline if she needed assistance. No products were shipped or returned.